Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a false positive signal artifact monitoring (sam) episode due to oversensing of electromagnetic interference (emi) during a surgical procedure. As a result, the minute ventilation (mv) sensor was disabled. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service.